Event description:
Information received by medtronic indicated that the insulin pump had a diminished battery life. And rejected new batteries. Customer also reported that the insulin pump did not dispense insulin if a high bolus was entered. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned device for an alleged low battery life or low battery alert, failed battery alert/battery failed alarm, possible under delivery anomaly and bolus delivery anomaly found on (B)(6) 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The device was monitored for several hours and no low battery life or low battery alert and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. In further full review of the device history/traces on the event date of june 8, 2022, there was no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 6.5 u. (B)(6) 2022 12:00:32.000 normalbolusdelivered. Normalbolusamountprogrammed = 2.2. Bolusamountdelivered = 2.2. (B)(6) 2022 17:28:34.000 normalbolusdelivered. Normalbolusamountprogrammed = 4.3. Bolusamountdelivered = 4.3. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery life or low battery alert, power loss alarm, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 10:36:35.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 00:16:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 09:47:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 10:18:00.000 (B)(6) 2022 10:28:00.000 and power loss alarm was recorded and found in the formatted history file on: 06/01/2022 10:35:31.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2022at 6:06:00 pm. There was no power data available for the date of(B)(6) 2022. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.3 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. The force sensor is within specification and the motor functioning properly. Device customer alleged for possible under delivery and bolus delivery anomaly were not confirmed. Low battery life or low battery alert and failed battery alert/battery failed alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.